Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information from the patient reported the circumstances to it not working, not being able to dial it up, and feeling stimulation was the battery was dead. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported the patient tried to ¿dial it up¿ but couldn¿t get to it. It was noted the patient programmer powers on, so they didn't think it¿s the battery. It was noted ¿it¿ hadn¿t been working for a while and they could not feel stim. The patient saw the replace patient programmer batteries screen. Patient programmer battery life expectations were reviewed. The patient changed the batteries and connected the patient programmer to the ins and the current setting was stimulation on, program 2 at 0.0v. The patient increased to 1.4v and felt stimulation comfortably. It was reviewed to keep a diary and use that to determine future changes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.